Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized twice due to hyperglycemia. The date of the second event was (B) (6) 2010. The customer's blood glucose reading was 1281 mg/dl at the time of the first event. It was reported that the customer was also suffering from pneumonia and osteomyelitis. The customer stopped using the insulin pump after the second event. Nothing further was reported.